Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) presented with an error code; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. It was also found that the atrial output connector was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned due to presenting with an error code that was unable to be cleared subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.